Manufacturer narrative:
H. 6 investigation: our quality engineer inspected the samples provided by your facility. Bd received one used 24ga nexiva closed IV catheter system-single port (straight) which consisted of the catheter/adapter and extension line assembly with the pinch clamp disengaged. Accompanying the returned unit was a top web (label) from the product; a 24ga bd nexiva single port, reference number (B)(4), lot number 9087803. Through the visual/microscopic examination, the pinch clamp was fully disengaged and there were traces of thick dried media present throughout the unit. Microscopic views revealed two cuts in the catheter tubing wall near the nose of the winged adapter. The cuts had a ¿v¿ shape characteristic which is indicative of a ¿base spear through¿. A water/air leak test was performed by attaching an iso standard testing slip luer to the end of the port/luer. Leakage was observed from the area of the cuts in the catheter tubing wall therefore confirming your reported issue. Although the reported issue was confirmed, it is uncertain whether the defect of base spear thru which was caused by manipulation of the device prior to insertion or by the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced a catheter adapter/connector/hub was cracked/broken during use. The following information was provided by the initial reporter: material no.: 383511 batch no.: 9087803. 2 of 3 complaint occurrence date (B)(6) 2019. Per email: we have had 3 IV¿s that have a small hole in them necessitating us to remove the IV and poke again. I got rid of the first 2 as I wasn¿t too concerned. Received call from initial reporter on (B)(6) 2019 - she stated that there were 4 incidents with separate patients - the first two were separated by about a week but could not pin down a date, 1 occurred (B)(6)2019).and 1 just occurred (B)(6)2019).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced a catheter adapter/connector/hub was cracked/broken during use. The following information was provided by the initial reporter: material no.: 383511, batch no.: 9087803. 2 of 3 complaint - occurrence date (B)(6) 2019. Per email: we have had 3 IV¿s that have a small hole in them necessitating us to remove the IV and poke again. I got rid of the first 2 as I wasn¿t too concerned. Received call from initial reporter on (B)(6) 2019. She stated that there were 4 incidents with separate patients. The first two were separated by about a week but could not pin down a date, 1 occurred ((B)(6) 2019) and 1 just occurred ((B)(6) 2019).